Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the right atrial (ra) lead exhibited myopotential oversensing and inappropriate mode switch (ams). Programming changes were made. The patient was in stable condition.